Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) leves (30s mg/dl). The customer drank juice and consumed a snack to address the low bg. The customer did not know what caused the low bg and declined tandem customer technical support's (cts) request to upload the pump logs for review. Cts advised the customer to discuss the low bg with a healthcare provider.